Event description:
It was reported that patient's artificial urinary sphincter was revised due to unspecified reasons. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.